Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient had an insertable cardiac monitor (icm) removed due to an infection. No additional adverse patient effects were reported. Additional information received from the representative indicates the correct explant date of the icm, and no reimplant was performed. The icm remains with the facility and was sent for culture analysis. No other adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient had an insertable cardiac monitor removed due to an infection. No additional adverse patient effects were reported.